Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded coil") and pelvic pain ("pelvic pain / pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, factor v leiden mutation and vaginal delivery. Concurrent conditions included asthma, depression, factor v deficiency and clot blood. In november 2009, the patient had essure inserted. In january 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge and back pain ("back pain"). The patient was treated with fluticasone, lorazepam, nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), warfarin sodium (coumadin) and surgery (hysterectomy and salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs received:event back pain added and outcome of event back pain added as recovering. Concomitant disease,treatment drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded coil") and pelvic pain ("pelvic pain / pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included deep vein thrombosis, factor v leiden mutation and vaginal delivery. In (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 6-jul-2018: plaintiff fact sheet received. New reporter added. Essure indication and implant date was updated. New events, embedded coil, depression, mental anguish, dysmenorrhea (cramping) were added. Previously reported event abnormal bleeding was updated to abnormal bleeding (vaginal, menorrhagia) and infections was updated to vaginal infection. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coil') and pelvic pain ('pelvic pain / pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, factor v leiden mutation and vaginal delivery. Concurrent conditions included asthma, depression, factor v deficiency and thrombosis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge and back pain ("back pain"). The patient was treated with fluticasone, lorazepam, nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), warfarin sodium (coumadin) and surgery (hysterectomy and salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, depression, anxiety and dysmenorrhoea outcome was unknown, the pelvic pain, vaginal infection, vaginal haemorrhage and menorrhagia had resolved and the back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for:pain , bleeding, vaginal infections . Psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coil') and pelvic pain ('pelvic pain / pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, factor v leiden mutation and vaginal delivery. Concurrent conditions included asthma, depression, factor v deficiency and thrombosis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge and back pain ("back pain"). The patient was treated with fluticasone, lorazepam, nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), warfarin sodium (coumadin) and surgery (hysterectomy and salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, depression, anxiety and dysmenorrhoea outcome was unknown, the pelvic pain, vaginal infection, vaginal haemorrhage and menorrhagia had resolved and the back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for:pain , bleeding, vaginal infections . Psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added.event outcome were updated to recovered: pain , bleeding, vaginal infections. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.